Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured due to clavicle crush. The lead was capped and replaced. The lead was later removed due to left subclavian occlusion. It was noted during removal that the helix could not be withdrawn due to torque not being transmitted to the lead tip and laser extraction was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.